Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead, after the right atrial (ra) lead and right ventricular (rv) lead were placed, the patient complained of chest symptoms and the physician elected to continue with the procedure as there were no changes in blood pressure. ¿acute shock¿ was observed a few minutes later. The procedure was discontinued due to worsening of the patient's condition. The products were removed without placement. The patient required cardiac massage, was intubated, and was managed with a percutaneous cardiopulmonary support system (pcps). The patient was scheduled to undergo thoracotomy, but after approximately 1200 to 1300 milliliters of fluid were drained via pericardial drainage, the bleeding stopped. It was further reported that on the following day, thoracotomy was performed due to continued bleeding. A hematoma in the atrial wall, wall of the aorta, and the coronary sinus was observed. The surgeon alleged that the patient experienced cardiac tamponade due to ra lead perforation and noted that at the time of ra lead placement blood gradually started to accumulate. Then the patient experienced shock due to aorta perforation which progressed to a complete perforation after cardiac contraction. It was noted that the patient's consciousness and circulation have recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.